Manufacturer narrative:
Device was not returned to the manufacturer. The device is still implanted. X-rays were reviewed and indicate that the connector disassembled. However, we are unable to determine cause of event.

Event description:
It was reported that the sacral connector disconnected. There is a revision surgery planned. No date has been set at the present time.